Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld would freeze at the interrogation successful screen. It was reported that a hard reset resolves the issue and that no patient's were affected, but that the physician would like another system because it is slowing down patient care. A new programming device was sent to the physician. The handheld is expected to be returned for analysis, but has not been received to date.